Event description:
When priming buretrol tubing with normal saline - the buretrol filled despite the valve being clamped. It then started leaking out the top of the buretrol chamber while it was hanging on an IV pole - the tubing was never hooked to a patient.